Manufacturer narrative:
Additional information: h3 plant investigation: although the cycler was reported to be available for manufacturer evaluation, to date no device have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. There is causal relationship between the objective evidence and the alleged event. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient reportedly woke up in the middle of the night to an unknown machine alarm, and they noticed the cycler was displaying a drain volume of 25,044 ml in drain 1. This is 1,001% of the patient¿s prescribed fill volume of 2,500 ml. The patient contacted fresenius technical support (ts) to report the issue. Upon follow-up, the patient stated that they ¿absolutely did not drain that much fluid¿. They said the machine was ¿stuck in a drain loop¿. The patient stated the drain volume kept rising, but the machine was not actually draining any fluid from them as it continued to rise. The patient cancelled the treatment and the following day completed pd therapy using manuals, or continuous ambulatory pd (capd). The patient confirmed they did not experience any symptoms during the treatment, and no injury or adverse event occurred. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Follow-up revealed the pdrn was unaware of the issue that was reported to ts by the patient. However, the pdrn said that a drain volume that high (over 25,000 ml) was simply unrealistic. The pdrn said the patient was seen at the clinic recently and they did not divulge what had happened. The pdrn said the patient was doing fine; there were no adverse effects or symptoms experienced due to the event. It was also confirmed the patient was trained on performing manual pd therapy if needed. The patient confirmed that they received the replacement cycler and they are continuing pd therapy on the machine with no further issues. The patient¿s prescribed treatment calls for fill volumes of 2,500 ml with a last fill of 2,000 ml, and no daytime exchanges. The old cycler was scheduled to be returned to the manufacturer for evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced an increased intraperitoneal volume (iipv) event during pd treatment. The patient reportedly woke up in the middle of the night to an unknown machine alarm, and they noticed the cycler was displaying a drain volume of 25,044 ml in drain 1. This is 1,001% of the patient¿s prescribed fill volume of 2,500 ml. The patient contacted fresenius technical support (ts) to report the issue. Upon follow-up, the patient stated that they ¿absolutely did not drain that much fluid¿. They said the machine was ¿stuck in a drain loop¿. The patient stated the drain volume kept rising, but the machine was not actually draining any fluid from them as it continued to rise. The patient cancelled the treatment and the following day completed pd therapy using manuals, or continuous ambulatory pd (capd). The patient confirmed they did not experience any symptoms during the treatment, and no injury or adverse event occurred. As a result of the iipv event, the ts representative advised the patient to discontinue use of the cycler and a replacement cycler was issued to the patient. The patient was advised to notify their peritoneal dialysis registered nurse (pdrn) of the replacement. Follow-up revealed the pdrn was unaware of the issue that was reported to ts by the patient. However, the pdrn said that a drain volume that high (over 25,000 ml) was simply unrealistic. The pdrn said the patient was seen at the clinic recently and they did not divulge what had happened. The pdrn said the patient was doing fine; there were no adverse effects or symptoms experienced due to the event. It was also confirmed the patient was trained on performing manual pd therapy if needed. The patient confirmed that they received the replacement cycler and they are continuing pd therapy on the machine with no further issues. The patient¿s prescribed treatment calls for fill volumes of 2,500 ml with a last fill of 2,000 ml, and no daytime exchanges. The old cycler was scheduled to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.